Event description:
A customer had a problem with a monoject 200 ndl. The "patient sates a piece of needle left in right gluteal area that caused abscess post injection. The piece of metal surgically removed per patient's demand;" rn states "she has seen the metal and it is too small to be 25g needle states. It looks more like a 30ga. Patient has sough legal counsel.